Event description:
The implant card only listed the generator as being replaced. The decoder spreadsheet that was created during generator product analysis shows that the impedance value prior to explant on (B)(6) 2014 was 3833 ohms. It is possible that a high impedance message was seen upon interrogation of the implanted generator, but resolved after completion of a system diagnostics test on the day of surgery. This issue would occur when the generator is programmed on following implant surgery without first performing a system diagnostics test to clear the stored impedance value from fet. Attempts to confirm whether or not the lead was replaced during generator replacement surgery have been unsuccessful to date.

Manufacturer narrative:
Date of explant; corrected data: additional information indicates that the lead was not explanted.

Event description:
It was reported that during generator replacement for end of service, high impedance was observed with the new generator and existing lead. The surgeon then replaced the lead. It was reported that the high impedance was not observed prior to surgery. The lead impedance was within normal limits (3459 ohms) with the new generator and new lead. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient¿s lead was not replaced during the procedure on (B)(6) 2014. The replacement generator was tested with the existing lead and diagnostic results showed lead impedance within normal limits (impedance value - 3459 ohms). The patient¿s replacement device was programmed back on previous device settings.

Manufacturer narrative:
Device failure is susupected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Receipt of the implant card was inadvertently left off of initial MFR. Report.